Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 02/19/2020. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Summary: a dispensed needle-suture of product received for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on some barbs were noted and the sides of fixation tab were broken. Per the condition of the sample, it could not be determined what may have caused the reported incident. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab.

Event description:
It was reported that the patient underwent an unknown orthopedic procedure on (B)(6) 2019 and the barbed suture was used. During the evaluation, it was observed that the sides of fixation tab were broken. There were no patient consequences reported.